Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve (B)(6) had no issues present during loading check. During final release of the valve, the valve dislodged into the left ventricle. A new valve and delivery catheter system (dcs) were used and a second valve was implanted successfully. The patient remained stable. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had pure aortic insufficiency and no leaflet calcification. Fluoroscopic valve load inspection was performed and confirmed a successful load. There was evidence of at least three recaptures and the valve was released on the fourth deployment attempt. As stated in the instructions for use (IFU), deployment of the bioprosthesis can be attempted three times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. The valve was released on the fourth deployment attempt and appeared to be stable, which was confirmed by the provided images. However, the following provided angiogram revealed that the valve had dislodged ventricular and significant aortic insufficiency was noted. Subsequently, a second valve was implanted, which was confirmed on the provided images. Of note, the medtronic evolut pro+ system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. The safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in the following patient populations: patients who do not meet the criteria for symptomatic severe native aortic stenosis as defined below: symptomatic severe high-gradient aortic stenosis: aortic valve area =1.0 cm2 or aortic valve area index =0.6 cm2 /m2, a mean aortic valve gradient =40 mmhg, or a peak aortic-jet velocity =4.0 m/s. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that no pre-implant dilation was performed as this was an aortic insufficiency case with no leaflet calcification present. The valve dislodged following the third recapture. It was reported that the valve had been recaptured three times, the first two times were because the valve was deep and the final time as the valve had lost its non-coronary cusp (ncc).

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.